Event description:
Customer reports that areas in the battery compartment were melted. Customer reports that it appears that the batteries exploded. No injuries reported. Requested return of suspect device and replacement was sent.